Manufacturer narrative:
Concomitant product: remove unspecified duo bag. Additional information/correction to codes: replace 4114 with 10, 3221 with 706 and 213, and 4315 with 23 and 67. Update to "it was reported that there was a disconnection between the minicap transfer set and the titanium adapter. It was further reported that the cap would not disconnect from the transfer set, causing the transfer set to disconnect from the adapter. The patient stated that they followed proper procedures and had tightened the connection before therapy started. No leak was observed. The titanium adapter remained in use. There was no patient injury, however the patient received prophylactic antibiotics as a precautionary measure. No additional information is available." The device was received for evaluation. A visual inspection with the naked eye noted a female connector separated from the main body. The insert was loose from the female connector. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed by connecting the patient adapter of the transfer set to an in-lab titanium adapter; no issues were noted. The reported condition of transfer set not disconnecting from cap was verified as the female connector separated as a result. The cause of this condition was determined to be manufacturing related to insufficient bond. The reported condition of disconnection issue from the adapter was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and the titanium adapter. It was further reported that the patient was connected to an unspecified duo bag and when they unscrewed the bag, they noticed that the transfer set was loose. The patient stated that they followed proper procedures and had tightened the connection before therapy started. No leak was observed. The titanium adapter remained in use. There was no patient injury, however the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.